Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit does not charge. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit does not charge the battery. They have tried a new power cable. A field service engineer (fse) was dispatched to the site.

Manufacturer narrative:
Upon further investigation, the following has been reported that this issue was discovered when the unit was in the apparatus room, and they realized that it was not charging the battery. There was no patient involvement. Therefore, this complaint no longer meets reportability requirements for an MDR.